Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) appear to be due a combination of challenging patient anatomy in conjunction with procedural circumstances. Lastly, the reported additional therapy/non-surgical treatment was a result of case specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had tethered leaflets and large coaptation gap. An ntw clip was implanted without issues. However, roughly ten minutes after the clip was implanted, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). For stabilization, two additional clips were implanted, reducing mr to a grade of 3. In the physicians opinion, the slda was due to tethered leaflets/large gap and possibly due to the 2 liters of fluid the patient received from anesthesia during the procedure. There was no clinically significant delay in the procedure. No additional information was provided.